Event description:
The reporting facility requested service on this device due to a report that went into the downramp portion of the infusion early, approximately in the middle of the infusion. The facility's representative reported that there was no patient injury or medical intervention required as a result of this situation. The pump was delivering tpn from a 2400ml bag at a rate of 218.02ml/hr. The facility's reprsentative did not provide any additional contacts of information regarding the patient's demographics.